Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high, increasing thresholds, and undersensing. It was noted that the p-waves were low. The ra lead was reprogrammed and repositioned, and it remains in use. No patient complications have been reported as a result of this event.